Event description:
The customer observed false reactive architect hbsag next qualitative and architect hbsag next confirmatory results generated for a patient sample. The following data was provided (customer¿s reference range <1.0 s/co): 19jun2023 sample ID (B)(6) initial result = 1.07 s/co, repeat = 1.41 s/co. Architect hbsag next confirmatory test was performed and generated positive results: hbsagnx c2 = 1.43 s/co. Hbsagnx%n = 97.17% neut. 18jul2023 hbsag tested at another lab with a non-abbott instrument and result = 0.18 s/co anti hbc result = 0.12 s/co (non-reactive). No impact to patient management was reported. Update: patient is a 28-year-old female.

Manufacturer narrative:
Update: additional information received on 07aug2023 after initial submission sent. Therefore information updated in the follwoing sections: a2 - age at time of event, a2 - age units (patient), a3 - gender, b5 - describe event or problem an evaluation is in process. A final report will be submitted when the evaluation is complete.corrected information provided on 08aug2023 after initial submissions sent. Therefore corrected information provided in the following sections below: d10 - concomitant product from (arc hbsag qual rgt kit, 04p76-35, 43255fn00) to (arc hbsg qual 2000t ous, 04p76-30, 43255fn00).

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry =(B)(6). All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 04p77-25, that has a similar product distributed in the us, list number 4p77-27.

Event description:
The customer observed false reactive architect hbsag next qualitative and architect hbsag next confirmatory results generated for a patient sample. The following data was provided (customer¿s reference range <1.0 s/co): (B)(6) 2023 sample ID (B)(6) initial result = 1.07 s/co, repeat = 1.41 s/co. Architect hbsag next confirmatory test was performed and generated positive results: hbsagnx c2 = 1.43 s/co, hbsagnx%n = 97.17% neut, (B)(6) 2023 hbsag tested at another lab with a non-abbott instrument and result = 0.18 s/co, anti hbc result = 0.12 s/co (non-reactive), no impact to patient management was reported.

Event description:
The customer observed false reactive architect hbsag next qualitative and architect hbsag next confirmatory results generated for a patient sample. The following data was provided (customer¿s reference range <1.0 s/co): (B)(6) 2023 sample ID (B)(6) initial result = 1.07 s/co, repeat = 1.41 s/co architect hbsag next confirmatory test was performed and generated positive results: hbsagnx c2 = 1.43 s/co. Hbsagnx%n = 97.17% neut. (B)(6) 2023 hbsag tested at another lab with a non-abbott instrument and result = 0.18 s/co anti hbc result = 0.12 s/co (non-reactive). No impact to patient management was reported. Update: patient is a 28-year-old female.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates that the complaint lot performs as expected. A review of tracking and trending data did not identify any related trends. Device history record review did not identify any non-conformances, or deviations with the likely cause lot and complaint issue. Clinical specificity testing was performed using an in-house retained kit for lot 45553fn00. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect hbsag next confirmatory reagent, lot number 45553fn00, was identified.